Manufacturer narrative:
Therefore, because this event resulted in permanent damage to a body structure or permanent impairment of a body function, it is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a protaper gold broke during use. The tooth was extracted.

Manufacturer narrative:
The involved files are actually broken at the tip of the active part (torque). No material defect was found during analysis of the rupture pattern. Unused product has been evaluated according to our prescriptions (measures, torque test). However, the number of unused instruments received is not representative to determinate if the batch is in compliance with specifications regarding our prescriptions. Nothing unusual to report was found during DHR review. Root causes are not identified. This kind of event is tracked and we monitor the trend.